Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon device interrogation, atrial lead noise was noted on the stored electrograms and remote transmission. The noise was reproducible with isometrics. No intervention was performed the physician elected to continue monitoring the patient. The patient was in stable condition.